Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, capsule was found in the stomach, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. The bravo delivery device were received for evaluation. The visual inspection found that the delivery system wire was bent. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.